Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) one-link extension sets leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional simulated use tests, underwater pressure and clear passage tests were performed on the devices with satisfactory results. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.